Manufacturer narrative:
The device involved in the reported incident was disposed of by the user and is not available for evaluation. No conclusion can be reached at this time. The product user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently, sot that they can notice and react quickly and appropriately to any issues.

Event description:
Caller started on omnipod system. When she awoke the next morning her b/g was well over 400 (would not give specific number) and when she gave a bolus she felt the insulin running down her stomach. Caller stated that the cannula slipped out of her skin and now was bent. Educated caller to pinch up the skin when inserting cannula to help prevent this in the future. She discarded the pod. The device is not being returned to the manufacturer for evaluation.